Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
Contact inquired for an anonymous customer, if a malfunction meant the pump was no longer functioning. No specific information was provided regarding the type of malfunction. Contact was instructed to have customer troubleshoot the alleged issue with tandem technical support. Contact acknowledged and ended the call. No additional information was provided and there was no reported adverse impact.